Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter's insulin pump had an open circle; the battery was changed but the open circle persisted. It was discovered that the insulin pump alarmed motor error and off no power. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The device was able to rewind. The device also passed the displacement test. Troubleshooting then occurred for the off no power alarm. The patient's blood glucose was 400 mg/dl; no treatments or symptoms of the high blood glucose was mentioned. The off no power alarm occurred without a low battery warning. The device was not dropped. There were no unattended alarms either. The customer's mother was advised to monitor the insulin pump. The insulin pump was not returned or replaced.